Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient¿s blood glucose level reached 365 mg/dl. The pod was worn between 36 and 48 hours on the abdomen. It was noted that the patient was unsure if the cannula had inserted properly into the infusion site. As treatment for the hyperglycemia, a new pod was applied.

Manufacturer narrative:
The device was received and no blood was observed on the device. The received device had the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. In addition, the formed needle and bottom housing were inspected, and no abnormalities were found that would contribute to the reported bleeding and bruising or pain during insertion. No other damages or defects were found that would result in a failure to deliver insulin. The cause of the reported improper insertion and pain during insertion could not be conclusively determined.